Event description:
Additional information received noted: related to implant procedure: related.

Manufacturer narrative:
Lead model # 3387s-40, lot # v713841, implanted: (B)(6) 2011, explanted unknown; extension model # 7495-51, lot # xr0091608n, implanted: (B)(6) 2001, explanted unknown; lead model # 3387-40, lot # n24836a, implanted: (B)(6) 2001, explanted unknown; lead model # unknown, lot # uk6167435, implanted: (B)(6) 2002, explanted unknown; extension model unknown, lot # uk6167434, implanted: (B)(6) 2001, explanted: unknown; stimulator model # 37602, serial # (B)(4), implanted: (B)(6) 2011, explanted unknown.

Event description:
It was reported that the patient experienced a subdural hematoma with 2-3 mm of midline shift. The subdural hematoma was discovered at follow up visit; no signs or symptoms. Diagnostic methods: CT scan without contrast results: large left sided subdural hematoma with mass effect including 4 mm of midline shift to the right date: (B)(6) 2011. Intervention involved surgical treatment; left burr hole craniotomy for evacuation of chronic subdural hemorrhage, date: (B)(6) 2011. Patient outcome was noted as: resolved without sequelae, resolved date: (B)(6) 2011. Related to device or therapy: not related. Related to implant procedure: not related. See also manufacturer report # 3004209178-2012-00492. The device tracking system noted that stimulator model # 7426, serial # (B)(4) was explanted and replaced on (B)(6) 2011.